Event description:
(B)(4). Not even 3 weeks after I had essure implanted, it's been nothing but problems. I started to bleed weeks at a time . The doctor decided to do the novasure. It stopped the heavily bleeding but have continue to bleed every month. I have been pregnant 3 times and all have ended with a miscarriage. First one was (B)(6) 2011. Second one was (B)(6) 2012. Third was (B)(6) 2013. I have went to the ER numerous times for pelvic pain and a lot of other side effects. I currently have no insurance, so I pretty much have to deal with the pain and can't do anything about it.